Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
When the box was opened by scout staff, they noticed small dark particles in the powder container, so put it aside and didn't use. Another identical device was immediately available for use and case completed as originally planned without any delay or medical intervention.